Event description:
Customer stated that the glucose strips expiration dates didn't match. The vial of glucose strips had the expiration date of 05-31-01 and the box was labeled 05-31-06. The strips were not used. A request was made for the return of the suspect device and replacement product was sent.